Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The hospitalization was greater than 24 hours. The patient also tested positive for ketones. The blood glucose level was 840mg/dl at the time of event and the patient got treated with intravenous insulin via pump. No further information available.